Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
T was reported that the patient has been complaining about headaches at the clinic. A test was requested to be done to investigate as the patient had a previous brain injury due to a motor vehicle accident. The patient was admitted and computed tomography (CT) scan and nerve conduction tests were done. The CT scan showed a bilateral subdural hematoma. The patient's vitals, pump parameters and lab work were all within normal range and their international normalized ratio (inr) was 2.6. A neurologist has consulted the patient and all clinicians did not suspect the bleeding to be due to the pump. The patient was being closely monitored and managed with medical therapy and their mean arterial pressure (map) and inr were being brought down.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the hematoma was treated by reducing warfarin to bring the inr down, symptomatic relief for the headaches, and bed rest. The hematoma was resolved and the inr was being kept at 2-2.5.